Event description:
A report was received that the patient was having difficulty charging. Premature battery depletion was confirmed. The physician has decided to replace the ipg.

Event description:
A report was received that the patient was having difficulty charging. Premature battery depletion was confirmed. The physician has decided to replace the ipg.

Manufacturer narrative:
Additional information was received that the patient's ipg was replaced and the patient was reportedly doing well following the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.